Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified signs of use and damaged threads, likely from the re-tightening or removal process. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the abutment screw (iunihg) dating back 12 months. The complaint history review revealed that there are no existing non-conformance/ CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15) information identified: warnings, precautions and potential adverse events. Documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16. Information identified: torque matrix - internal connection. The complainant reported that the screw loosened twice. The first time it loosened, the screw was retightened. It loosened again and at that point it was replaced. Based on the information provided and the nature of the event, the reported complaint could not be verified. The event cannot be recreated as testing or measurement analysis can not be completed for the loosening event. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned to manufacturer.

Event description:
It was reported that the abutment screw (iunihg) loosened in the patient's mouth.